Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Choking [choking], swallowed some plastic [exposure via ingestion], brush head disintegrated in mouth, swallowed some plastic [accidental device ingestion], toothbrush head fell apart, disintegrated, looks as if little bits of plastic shattered inside [device breakage]. Consumer called stating the brush head fell apart in his mouth. It disintegrated and looked as if little bits of plastic shattered inside. No serious injury was reported.